Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 557 mg/dl. Elevated bg was addressed by manual insulin injection. The customer reverted to an alternate method of insulin therapy.